Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -17.0/1.0/080 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to refractive change overtime. On (B)(6) 2024 a spherical lens of different power was implanted and the problem resolved. Cause of event was unknown.